Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to customer's blood glucose level. Additionally, it was reported that the customer went to the emergency room (ER); details and nature of ER visit were not provided. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.